Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient was experiencing pain at site of implantable pulse generator (ipg) due to recent weight loss. Patient underwent surgery on (B)(6) 2020 wherein ipg was replaced. Patient is stable.